Event description:
The customer reported getting a pads ECG failure.

Manufacturer narrative:
(B)(4): the customer reported getting a pads ECG failure. The unit was evaluated by a philips field service engineer. The symptom was verified. Replacing the power pca resolved the issue.